Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-04-21. H6: investigation summary customer returned (5) open 5mm, 31g pen needles without the tear drop label. Customer states that she has had bleeding in applying local, and had bruises. All returned pen needles were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 31g: 0.0100¿-0.0105¿): data: point outer diameter (in) lube sample 1 good, 0.0103, good, sample 2 good, 0.0103, good, sample 3 good, 0.0103, good, sample 4 good, 0.0103, good, sample 5 good, 0.0103, good. All observations fall within specifications. Customer states that the needles were clogged. All returned pen needles were tested and all were able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for bruising/bleeding. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that while using an unspecified bd 5ml pen needle insulin was unable to be delivered and bruising and bleeding occurred. The following information was provided by the initial reporter, translated from portuguese to english: patient reports that in the batch purchased, about 5 needles were clogged. The issue was noticed previously, she noticed is last year in other batches but no longer has access to them. The patient does not perform the rotation and nor the flow test either. She was instructed regarding the correct procedures. She does not re-use the needles. Mentions that she has had bleeding in applying local, and had bruises. Does not use any medication, just massages in the local. Observed the clog when she was going to apply, the insulin gets retained and the skin bleeds. Never uses other brand, she likes the 5mm and uses for several years, uses 5 needles per day to apply insulin.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using an unspecified bd 5ml pen needle insulin was unable to be delivered and bruising and bleeding occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: patient reports that in the batch purchased, about 5 needles were clogged. The issue was noticed previously, she noticed is last year in other batches but no longer has access to them. The patient does not perform the rotation and nor the flow test either. She was instructed regarding the correct procedures. She does not re-use the needles. Mentions that she has had bleeding in applying local, and had bruises. Does not use any medication, just massages in the local. Observed the clog when she was going to apply, the insulin gets retained and the skin bleeds. Never uses other brand, she likes the 5mm and uses for several years, uses 5 needles per day to apply insulin.